Event description:
As reported by our edwards lifesciences affiliate in brazil, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, during valve deployment, the commander delivery system balloon burst. The valve was still able to be implanted successfully. There was difficulty withdrawing the delivery system as the balloon became stuck in the introducer. A cutdown was performed to remove the delivery system. The patient was discharged approximately two (2) days post tavr procedure.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst and withdrawal difficulty resulting in a surgical intervention was unable to be confirmed. Regarding the balloon burst, the available information suggests that patient factors (calcification) likely contributed to the balloon burst as the event description indicated presence of calcification in the sinotubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Regarding the withdrawal difficulty, the available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event as the description mentioned that "the balloon got stuck in the introducer entrance". As the balloon was burst, the altered balloon profile could have made it more susceptible to catch onto the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.